Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had incorrect syringe volume read was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the syringe module did not recognize the bd 30ml syringe (flagyl) and read it as 10ml syringe. The syringe was loaded and reloaded but did not fix the problem. Another syringe module was used, and it read the bd 30ml appropriately. There was no patient involvement. Although requested no additional information will be provided by the customer, no devices will be returned.